Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that she was hospitalized due to high blood glucose. The customer reported that she experienced low blood glucose as well. The customer's blood glucose was 1400 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.